Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 3 involved in this peritonitis event. It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. Treatment was not reported. It was unknown if the patient recovered from the events.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h12i27059, h12j26076, h12k28039, h12h31095, h12k09112 and h13a04047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.